Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer had a no delivery during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 109 mg/dl. The troubleshooting was performed. The patient was assisted in performing a 5.0 units fixed prime. The customer was advised to replace infusiion set and reservior. The patient was advised the cause of alarm was infusion set or reservoir connection.